Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. DHR review was unable to be performed as the lot number for the device is unknown. Root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00754. Insufficient information.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to pain and possible infection. During the procedure, no infection was found and the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.